Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
The subject device was used during an uncertain procedure. After about 5 minutes use, the ptfe pad of the device was separated. Also, it was reported cutting speed of the device is slowly. The procedure was completed with another thunderbeat device. There was no patient injury reported.